Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified replaced the gui to breath delivery (bd) cable. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and electrical safety test. The device operated within manufacturing specifications. (B)(4).

Event description:
Covidien received info stating that the 840 ventilator had a loss of graphical user interface (gui) communication. The ventilator was not in use on a pt at the time the malfunction occurred.